Event description:
Customer reports that meter read 104mg/dl and 111mg/dl on the display before dosing the strip while using the compact plus system. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.